Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and the reported issue could not be replicated. The system functioned normally during testing. The umbilical cable was replaced as a precaution, but has not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system went into stand alone mode. The umbilical cable was unplugged, then re-plugged and the issue was resolved. The procedure was completed successfully with the imaging system after no delay. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. The mvs interface cable passed bench 100t and gbit communications testing, as well as continuity testing. The cable was installed on a test system and the system readied as expected. 2d and 3d imaging were successful and the system did not enter stand alone unexpectedly while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.